Event description:
The patient reported that they had a funny feeling from the stimulator. The patient turned down the stimulation and it stopped feeling but also stopped reducing pain in the back. This occurred daily. The patient had a fall in (B)(6) 2016, the strange sensation did not start until the (B)(6). The primary doctor too x-rays "because hit hard". In the x-rays they could see one lead going out from the implant but could not see the other two leads. The patient did not take full back x-rays just the hip. The x-rays took place on (B)(6) 2016. The fell a couple of days ago and hit their back, since the strange phenomenon with the stimulation if they set up high enough and move head shoulders, legs get real jolt fuzzy feeling. The patient was not sure if they did something or what was going on. Other relevant medical history includes spinal pain.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
The consumer reported that they had fallen and hit their back in the implant area. Since then, the therapy didn't seem to be working right. There was a report that the patient's upper back pain had not been covered since the fall. The system was checked and they said that everything was "right with the machine." However, they had x-rays taken by two different healthcare professionals (hcp's). One said everything looked normal but the other said that one of the leads had moved. The patient met with the manufacturer representative (rep) multiple times for reprogramming. Now the therapy was working better but it makes their legs tingle really bad when they lays down. The patient reported that they would try to adjust it down and continue to work with the hcp and rep regarding the loss of coverage/therapeutic effect and tingling in legs. Relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.